Event description:
Reporter alleged discrepant blood glucose results during back to back testing of 164, 54, & 91 mg/dl, when all tests were performed within 3 minutes of each other. Customer stated feeling low glucose symptoms at the time, so he ate something before feeling better. Customer indicated 3 hours after eating, back to back test results were 156 & 245 mg/dl one minute apart. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.